Manufacturer narrative:
4/6/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a nissen procedure. Reportedly, the instrument broke. The hosp has reported no pt injury occurred.